Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker exhibited overestimated battery life. No resolution taken. No patient consequences.